Event description:
Received info that in 2002, during wisdom teeth removal, a pt sustained either a second or third degree burn to the lower lip and face. It is also reported that there was a cut on the lower lip and loss of feeling. Pt is being treated by a oral maxillofacial surgeon. No other info available. Incident occurred in 2002 and MFR was notified in 10/2004 via letter.